Event description:
It was reported that the implants at tooth sites #4, #8, #9, #10 & #12 became loose and were removed due to infection, bone loss & allergic reaction. Antibiotics were also subscribed. Symptoms as a result of the event: abscess & pain.

Manufacturer narrative:
Zimvie complaint number: (B)(4). Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4310. H10: narrative/data was updated. Zimvie did not receive the reported implant for evaluation. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. ¿complaint history review was performed for the reported lot number for similar events and four other complaints were identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was external factors, i.e., patient's condition. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost non-existent. Therefore, based on the available information, device malfunction did not occur. The implant had signs of use. No damage identified or signs of malfunction that would contribute to the event. The reported event was non-verifiable with all the available information provided. Infection is also a non-verifiable event. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.